Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-01133, 3005168196-2018-01134, 3005168196-2018-01135, 3005168196-2018-01136, 3005168196-2018-01137. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a renal aneurysm using ruby coils and a ruby coil detachment handle (handle). During the procedure, while attempting to advance a ruby coil into a non-penumbra microcatheter, the physician noticed that the ruby coil was not advancing into the microcatheter; therefore, it was removed. It was reported that same issue occurred with four other ruby coils. Upon turning on the lights in the operating room, it was noticed that the embolization coils were on the ground. It was concluded that the five ruby coils, unknowingly at the time, had detached upon removal from the packaging hoops prior to the attempts made to advance them into the microcatheter. Next, the physician advanced a new ruby coil in the target vessel and used a handle to successfully detach it; however, it was reported that the ruby coil pusher assembly became stuck in the handle. The procedure was completed using a new handle, additional ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.